Event description:
It was reported that an air embolism occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. While the was was in the laa with the pigtail catheter, air was visualized in the appendage via transesophageal echocardiogram. The air was pulled out with a syringe through the sheath. No clinical consequences for the patient occurred; the patient was hemodynamically stable. It is unknown how the air entry occurred. Patient was discharged next day without clinical consequences.